Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: shingo watanabe, michio usui. "Usefulness of buddy-wire anchoring technique in cases where deep insertion of guide extension catheter is difficult", cardiovascular intervention and therapeutics, no. 36, 2020, https://doi.org/10.1007/s12928-020-00688-w, pages 308 and 310. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article titled - usefulness of buddy-wire anchoring technique in cases where deep insertion of guide extension catheter is difficult - was submitted for review. This journal is a case study which describes a patient who was admitted for st segment elevation acute myocardial infarction. A coronary angiography indicated complete occlusion of the patients proximal right coronary artery (rca). A primary pci was performed. A 6f jr4 taiga guide catheter was engaged to the rca from the radial artery and a non-medtronic guidewire was passed. Pre-dilation was performed using a 2.5 mm scoring balloon. A subsequent angiogram carried out indicated diffuse lesions with massive thrombus. To cover the lesion completely, an attempt was made to deliver a non-medtronic stent (4.0 × 32 mm) to the distal part of the lesion, however the stent could not be delivered. The non-medtronic stent was then deployed at the distal segment using the mother¿child technique with the 6fr non-medtronic guide extension catheter (gec). An attempt was made to deliver a resolute integrity coronary drug eluting stent (3.50 x 34 mm) to the proximal segment of the lesion in a overlapping fashion with the previously deployed non-medtronic stent, however, the resolute integrity stent did not pass the proximal edge of the non-medtronic stent. Deep insertion of the non-medtronic gec with balloon anchoring technique was performed but the resolute integrity stent again did not pass through the proximal edge of the non-medtronic stent. Subsequent angiography confirmed that the proximal edge of the non-medtronic stent was deformed, which was considered to be causing the difficulty in stent delivery. The guiding catheter was changed to the 6f al1 taiga guide catheter and the non-medtronic gec was deeply inserted, however, the stent delivery was unsuccessful. The non-medtronic guidewire was then passed as a second wire to the distal part of the lesion, acting as the buddy wire, and the non-medtronic gec was advanced into the distal stent using a buddy-wire anchoring technique with a 4.0 mm scoring balloon. The resolute integrity stent was successfully delivered and deployed. No further patient injury was reported.